Event description:
The customer reported that an infusion ran faster than expected. Metronidazole 500 mg in 100 ml was hung as a secondary using guardrails settings at 10:30 am. The nurse found the bag empty less than 1 hour later even though the pump showed vtbi 40 ml remaining. There was no pt harm or medical intervention. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B)(4). Although the customer has indicated the devices will be returned, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.